Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt was implanted with a tfn for a hip fracture. During a f/u visit x-rays were taken and the surgeon was concerned the pt was not healing as quickly as she should be. On (B)(6) 2012, the pt was returned to the operating room for revision. The surgeon removed a 5.0mm locking screw and replaced it with a new screw inserted in a different position. The report is #1 of 2 for the same event.

Manufacturer narrative:
Additional narrative: add'l pro code: hwc.

Event description:
This is report 1 of 2 for complaint (B)(4).